Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported improper or incorrect procedure or method was associated with not confirming the clip arms to be perpendicular to the line of coaptation and was due to patient anatomy. It should be noted that the mitraclip instructions for use (IFU) states under the grasping the leaflets and verifying the grasp section, ¿do confirm that the clip arms are perpendicular to the line of coaptation¿. The reported poor image resolution was due to patient anatomy. The reported unchanged mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: device code 2017 - failure to follow steps / instructionsna.

Event description:
This will be filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation grade 4 with dilated atria, an aneurysmal septum, and a patent foramen ovale. After deployment of the first clip, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). An additional clip was attempted to stabilize the slda clip, however, implantation was unsuccessful due to being unable to achieve perpendicularity utilizing situational steering knobs and multiple maneuvers. The procedure was concluded with no change in mr. It was noted that visualization was difficult throughout the procedure due to the patient's anatomy. There was no clinically significant delay in the procedure and no additional information was provided.